Manufacturer narrative:
The report of a kinked outflow graft with thrombus formation, seen on a CT scan with contrast, could not be confirmed. The vad coordinator reported that the CT images could not be provided, and the outflow graft was not returned with (B)(4). Review of the log files downloaded from the returned system controllers confirmed the reported low flow alarms; however, a specific cause for the alarms could not be determined. Evaluation of (B)(4) revealed a flat, tissue-like deposition lightly adhered to the rotor body. The deposition lacked lamination, lacked denaturing, and did not appear to have originated in this location; however, its specific origin and a duration in which it was present in the pump cannot be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that continuous low flow alarms were occurring. A CT scan with contrast showed a kink in the outflow graft with formation of a thrombus. It was reported that the origin of the kink was unknown as it had not been present on any previous images. The patient was reportedly asymptomatic. The patient received a pump exchange on (B)(6) 2015.